Manufacturer narrative:
(B)(4) evaluation statement: the reported event of nuisance alarms could not be confirmed. Although log files were received, information regarding the event was not provided and the customer¿s dataset was also not received. The log review cannot determine whether or not alarms are valid or nuisance. Two pcu event logs were received and each had 4 pump modules attached. The logs show the following alarms occurred in the 24 hour period between (B)(6) 2018: pcu (B)(4) (1:05 pm on (B)(6) 2018 to 3:51 am on (B)(6) 2018) pump module s/n (B)(4) ¿ 1 flo stop open alarm and 10 check IV set alarms. Pump module s/n (B)(4) ¿ 1 flo stop open alarm. Pump module s/n (B)(4) ¿ 1 flo stop open alarm, 1 patient side occlusion alarm and 11 check IV set alarms. Pump module s/n (B)(4) ¿ 1 flo stop open alarm, 1 patient side occlusion alarm and 9 check IV set alarms. Pcu (B)(4) (12:48 pm on (B)(6) 2018 to 3:54 am on (B)(6) 2018) pump module s/n (B)(4) ¿ 1 flo stop open alarm and 7 check IV set alarms. Pump module s/n (B)(4) ¿ 2 flo stop open alarms, 1 air in line alarm and 13 check IV set alarms. Pump module s/n (B)(4) ¿ 2 flo stop open alarms, 1 check IV set alarm, 3 patient side occlusion alarms and 1 partial patient side occlusion alarm. Pump module s/n (B)(4) ¿ 0 alarms. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the devices alarmed during an unspecified infusions and noted blood backing up in the line. The set up included pcu and 3 pump modules attached during the unspecified alarms. It was reported that the devices continued to alarm and the user replaced the set up with another pcu and 4 lvps however the devices continued to alarm. All the devices were removed and sent to the facility¿s biomed department for evaluation.